Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of "failing flow accuracy test" was not reproduced. Flow rate testing was performed and the device was within specification. A review of the event history log (ehl) revealed no abnormalities that could cause or contribute to the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow accuracy test. This occurred during preventative maintenance (pm) testing in the biomed service department. There was no patient involvement. No additional information is available.